Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging after a patient was switched to the ventilator, the patient was observed to be in distress and when the ventilator was checked, the device was not on. The patient required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging after a patient was switched to the ventilator, the patient was observed to be in distress and when the ventilator was checked, the device was not on. The patient required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only.